Manufacturer narrative:
Device analysis report attached. This report is submitted on january 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to skin flap breakdown at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.